Manufacturer narrative:
Evaluation summary: complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation root cause has not been identified. Additional information was requested. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported following the implant of an intraocular lens (iol), a patient complained of glare and halo. Additional information received reports an additional procedure occurred to 'fix' the implanted lens, however it did not go well. The lens was replaced during a secondary procedure. Following the second procedure the patient complained of the difference in the visions due to the lenses in each eye being different.